Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient noticed a crepitus in the left hip when walking, without trauma, they were revised due to a broken neck.